Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and loosening of the femoral component at bone to cement interface, depuy cement was used. Doi: (B)(6) 2012; dor: (B)(6) 2018; left knee.

Manufacturer narrative:
Product complaint # (B)(4).investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.device history lot : device history reviewed: 1 unrelated non-conformance on this batch. Final micro and sterility tests passed.complaints database searched: a complaint database search on the provided lot number found 1 additional report related to implant loosening.total for lot number: 2 ((B)(4)).if information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.